Event description:
A user facility reports an intraocular lens (iol) implanted in 2006 was removed and replaced the next day. Following insertion, the rear haptic stood vertical in teh capsule and the lens was slightly inclined. The following day, the rear haptic remained in its original position and the lens was dislocated. The lens was removed and replaced with the same model.

Manufacturer narrative:
The returned lens was examined and no damage was observed. Lens dimensions were acceptable using an approved template. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.